Event description:
It was reported that the right ventricular (rv) lead threshold is high. It was also noted that reprogramming was performed as capture management had increased the output. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead 2012 (B)(6). (B)(4).